Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and g3. G2 - checked "other" to correct country to france. G3 - correction to g3 of the initial medwatch. The aware date should be 11-jul-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. The following information is stated in the instructions for use: "3.3 inspection of the endoscope 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus b)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon might be caused by wear and tear damage due to the increasing use/time and the user mishandling. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there had been a gap of the distal end of the subject device (the ultrasound transducer was chipped). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.